Event description:
It was reported by customer that when physician recapping needle, the needle went through cap and stuck physician. Rcc received a complaint via email. When physician recapping needle, the needle went through cap and stuck physician. Physician reported concerned that the needle shouldn't pierce the cap as easily as it did, he tested another type of needle and took extreme pressure to pierce. There were no concerns with physician skill and recapping sinal needles was reported as a common practice. The product was not saved. Customer response on (B)(6) 2024 for fu 2. 1. Can you please provide an exact date of event in format dd-mmm-yyyy? 14-07-2024. 2. Batch number [1487945] was not found, can you please provide the lot number associated with reported issue? Lot number 0001487945. 3. When was this defect observed? During or before use? It is our understanding that the event occurred after use when physician recapped needle. 4. Did the needle stick injury occur with a contaminated or clean needle? Per review of medical record, stick injury occurred with a contaminated needle. 5. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. It is our understanding that source testing on patient was performed due to physician exposure to contaminated needle. Results of testing unknown. 6. Please describe and include any medical treatment needed as a result? Results of testing and/or treatment unknown. 7. If possible, could you please provide picture samples for investigation? No known photos obtained.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a041001, patient problem code: f11. H10: the lot number for the device was provided. The device history records are currently under review. H10: d4 (expiration date: 07/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001487945 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. H11: correction made - adverse type - reported issue is both an adverse event and product problem. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that when physician recapping needle, the needle went through cap and stuck physician. Verbatim: rcc received a complaint via email. When physician recapping needle, the needle went through cap and stuck physician. Physician reported concerned that the needle shouldn't pierce the cap as easily as it did, he tested another type of needle and took extreme pressure to pierce. There were no concerns with physician skill and recapping sinal needles was reported as a common practice. The product was not saved. Customer response on nov 26, 2024 for fu 2. 1. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2024. 2. Batch number [1487945] was not found, can you please provide the lot number associated with reported issue? Lot number 0001487945. 3. When was this defect observed? During or before use? It is our understanding that the event occurred after use when physician recapped needle. 4. Did the needle stick injury occur with a contaminated or clean needle? Per review of medical record, stick injury occurred with a contaminated needle. 5. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. It is our understanding that source testing on patient was performed due to physician exposure to contaminated needle. Results of testing unknown. 6. Please describe and include any medical treatment needed as a result? Results of testing and/or treatment unknown. 7. If possible, could you please provide picture samples for investigation? No known photos obtained.